Event description:
This case was initially received via regulatory authority (B)(6) ((B)(4)) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("episodes of bleeding started, became prolonged and continuous") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity (first delivery during which my perineum had been somewhat abused.) In 1992. In 2014, the patient had essure inserted. In 2015, 1 year after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma ("marked further growth of fibroids"), fatigue ("chronic fatigue"), red blood cell count decreased ("deficit in red blood cells"), abdominal pain ("occasional abdominal pain"), dyspareunia ("sexual intercourse became painful"), vulvovaginal dryness ("vaginal dryness") and urinary incontinence ("more and more frequent and bothersome urinary leaks"). In 2016, the patient experienced hypersensitivity ("after hysterectomy to remove essure inserts, two episodes of allergy with itching on hands (autumn and in (B)(6) 2017).") With pruritus. The patient was treated with ulipristal acetate (esmya), surgery (hysterectomy to remove essure inserts) and psychotherapy. Essure was removed. At the time of the report, the genital haemorrhage, uterine leiomyoma, abdominal pain, dyspareunia, vulvovaginal dryness, urinary incontinence and hypersensitivity outcome was unknown and the fatigue and red blood cell count decreased had resolved. The reporter provided no causality assessment for abdominal pain, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, red blood cell count decreased, uterine leiomyoma and vulvovaginal dryness with essure. The reporter considered urinary incontinence to be unrelated to essure. The reporter commented: side effects occurred after placement of essure inserts, period of occurrence of adverse reactions: 2015-2016. More frequent and bothersome urinary leaks she attributed to her first delivery, 25 years earlier, during which her perineum had been somewhat abused. Perineal retraining with a physiotherapist had had little effect. Her gynaecologist diagnosed marked further growth of fibroids and prescribed esmya, which was not effective. After hysterectomy to remove essure inserts, rapid resolution of feeling of chronic fatigue occurred, well before red blood cell count returned to proper level, she had two episodes of allergy with itching on hands (autumn and in (B)(6) 2017). Diagnostic results (normal ranges are provided in parenthesis if available): red blood cell count - on an unknown date: decreased (depressed); on an unknown date: in proper level (normal). Analyses - on an unknown date(s): ovaries were still active, I was not yet menopausal. Further company follow-up with the regulatory authority is not possible. Company causality comment: female consumer had essure (fallopian tube occlusion insert) inserted and experienced episodes of bleeding started, became prolonged and continuous (seen as genital bleeding). A hysterectomy to remove essure inserts was performed. No causality assessment for these events were provided. Genital bleeding is regarded as anticipated according to the reference safety information for essure. Genital bleeding is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, consumer had marked further growth of fibroids which could be an alternative explanation for her bleeding. Based on its nature, a causal relationship with essure cannot be totally excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("episodes of bleeding started, became prolonged and continuous") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity (first delivery during which my perineum had been somewhat abused.) In 1992. In 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma ("marked further growth of fibroids"), fatigue ("chronic fatigue"), red blood cell count decreased ("deficit in red blood cells"), abdominal pain ("occasional abdominal pain"), dyspareunia ("sexual intercourse became painful"), vulvovaginal dryness ("vaginal dryness") and urinary incontinence ("more and more frequent and bothersome urinary leaks"). In 2016, the patient experienced hypersensitivity ("after hysterectomy to remove essure inserts, two episodes of allergy with itching on hands ((B)(6) 2017).") With pruritus. The patient was treated with ulipristal acetate (esmya), surgery (hysterectomy to remove essure inserts) and psychotherapy. Essure was removed. At the time of the report, the genital haemorrhage, uterine leiomyoma, abdominal pain, dyspareunia, vulvovaginal dryness, urinary incontinence and hypersensitivity outcome was unknown and the fatigue and red blood cell count decreased had resolved. The reporter provided no causality assessment for abdominal pain, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, red blood cell count decreased, uterine leiomyoma and vulvovaginal dryness with essure. The reporter considered urinary incontinence to be unrelated to essure. The reporter commented: side effects occurred after placement of essure inserts, period of occurrence of adverse reactions: 2015-2016. More frequent and bothersome urinary leaks she attributed to her first delivery, 25 years earlier, during which her perineum had been somewhat abused. Perineal retraining with a physiotherapist had little effect. Her gynaecologist diagnosed marked further growth of fibroids and prescribed esmya, which was not effective. After hysterectomy to remove essure inserts, rapid resolution of feeling of chronic fatigue occurred, well before red blood cell count returned to proper level, she had two episodes of allergy with itching on hands ((B)(6) 2017). Diagnostic results (normal ranges are provided in parenthesis if available): red blood cell count - on an unknown date: decreased (depressed); on an unknown date: in proper level (normal). Analyses - on an unknown date(s): ovaries were still active, I was not yet menopausal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 553 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: device evaluation received. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.